Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: foley catheters can be used in patients of all ages. Up to 10 ch fr is generally considered pediatric sizing; however, the appropriate size should be determined by the healthcare professional. Inflate the balloon with pre filled water syringe if included. A. If pre filled syringe is not included, then use a slip tip or luer lock syringe to fill catheter balloon with sterile water. Do not use needle. B. Do not exceed recommended capacities as stated on the applicable labeling. C. The chart below provides additional information on inflation volume and balloon size. D. Inflation volume (a) incorporates the volume required to pass through lumen and fully inflate the specific balloon size (b). Precautions: do not use device if package is opened or damaged. Do not aspirate urine through drainage funnel wall. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the fluid was inserted to inflate foley catheter, fluid was coming out of the drainage port and into bag.

Event description:
It was reported that when the fluid was inserted to inflate foley catheter, fluid was coming out of the drainage port and into bag.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: foley catheters can be used in patients of all ages. Up to 10 ch per fr is generally considered pediatric sizing; however, the appropriate size should be determined by the healthcare professional. Inflate the balloon with pre-filled water syringe if included. A. If pre-filled syringe is not included, then use a slip tip and luer lock syringe to fill catheter balloon with sterile water. Do not use needle. B. Do not exceed recommended capacities as stated on the applicable labeling. C. The chart below provides additional information on inflation volume and balloon size. D. Inflation volume (a) incorporates the volume required to pass through lumen and fully inflate the specific balloon size (b). Precautions: do not use device if package is opened or damaged. Do not aspirate urine through drainage funnel wall. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the fluid was inserted to inflate foley catheter, fluid was coming out of the drainage port and into bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.